Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A healthcare professional reported that the tabletop illuminator did not work prior to a surgical procedure. An alternate system was used to initiate and complete the scheduled procedure.